Event description:
It was reported that during the procedure for treatment of a total occlusion in the anterior tibial artery, a 018 ht connect flex guide wire was advanced easily to the distal segment of the vessel, but could not cross through the total occlusion. A non-abbott mini guide catheter was withdrawn from the anatomy and exchanged with another unspecified guide catheter. Prior to advancing a fox sv dilatation catheter onto the connect guide wire, green teflon coating was observed on the physician's gloves. The physician ran her fingers along the guide wire and teflon coating peeled off the guide wire. Another connect guide wire was advanced along side the existing guide wire to the target site, and the first connect guide wire was withdrawn from the anatomy. Dilatation was performed at the total occlusion. Thrombosis was noted in the proximal anterior artery, tibial artery, and tibial trunk, possibly related to peeling of the teflon coating. Medication was administered (nitro, adenosine) and dilatation was performed for treatment of the blood clots. The pt was placed on a tissue plasminogen activator (tpa) drip overnight and will be assessed in the morning.

Manufacturer narrative:
The investigation is ongoing.